Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One regular tr band assembly was returned for product evaluation. Visual inspection revealed that there were no anomalies noted. Functional testing was performed. The return device was inflated with 15 ml of air and submerged in water. Air bubbles were noted at the communication port between the large and small balloons. The communication port was visually inspected under microscope and it was noted that the communication port was partially ripped apart. The complaint can be confirmed for airflow issues. It is likely that the balloons were attempted to be separated prior to inflating which could have caused the rip in the communication port therefore resulting in the air leakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility that a tr band was placed in the lab and when the recovery unit nurse went to check on the patient and start the removal of air from the tr band, the band appeared to have lost air and there was a significantly noticeable hematoma. The estimated blood loss was less than 250cc. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 07jan2021. The procedure was a left heart catheterization with percutaneous coronary intervention. The medical intervention was displacement of the hematoma with manual pressure followed by a pressure dressing.